Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent implant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported "there was no perception in the intraoperative test during the operation and there was no electricity signal after repeatedly changing the position"

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantation of a lead there was "no perception in the cavity and no electrical signal was exchanged repeatedly". The lead was removed and replaced. No patient complications have been reported as a result of this event.